Event description:
A report was received that the patient was experiencing stimulation changes and had difficulty linking the remote control with the ipg. The patient underwent a revision wherein the ipg was replaced due to suspected malfunction. The patient was doing well post-operatively.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint regarding the stimulation change was not verified. Current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. The monitored stimulation on an oscilloscope found no change of stimulation, and the outputs were consistent and correct on all electrodes. There was no observed issue on communicating with a remote control. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient was experiencing stimulation changes and had difficulty linking the remote control with the ipg. The patient underwent a revision wherein the ipg was replaced due to suspected malfunction. The patient was doing well post-operatively.